Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the circumflex artery. During preparation of a 2.25x24mm synergy ii drug eluting stent, the scrub person grabbed it from the back of the mandrel and slid the gloves across the stent dislodging it slightly forward to the tip. They didn't notice this until the stent was advanced into the vessel. The device completely removed from the patient's body and the procedure was completed with a 2.25x24mm promus stent. No patient complications were reported and the patient's status was great.